Event description:
Bone quality at the time of implant failure type ii. Time of loss in relation to the implantation was before prosthetic restoration. Primary stability was not achieved. Osseointegration was achieved. Augmentation procedure was not performed at the time of surgery. Mobility was reported.

Manufacturer narrative:
Visual evaluation of product under 65x magnification showed no signs of physical defects.